Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to high blood glucose, with blood glucose of over 600 mg/dl at the time of the incident. The customer was at 321 mg/dl at the time of the call. The customer used manual injections and the pump to treat. The customer experienced symptoms such as diabetic neuropathy in the legs. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer reported cosmetic damage on the pump. The customer also reported lows in the 60 mg/dl range and blood at site when changing their site. The insulin pump will not be returned for analysis.